Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6), 2010 due to a persistent skin flap infection. Reimplantation is planned but has not taken place at the time of this report (B)(6), 2011.